Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2018 with the following findings: on investigation, the display screen was illuminated and legible. Investigation did not duplicate the complaint. The display screen was noted to be dim/discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Moisture ingress into the battery compartment and inside the pump due to a leak at the battery compartment crack was confirmed on leak testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.